Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Initial reporter's phone number: (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(4) as follows: it was reported that while reaming a tibial canal, the reamer shaft broke into two pieces. The break occurred at the instrumented end, not at the reamer head end, and no fragments were generated or fell into the patient. Another reamer was readily available and the surgery was successfully completed. There was no reported surgical delay, no reported harm to the patient, and the patient's outcome was good. There is one device involved in this complaint. This report is for 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part no.: 352.040, lot no.: 2700729, manufacturing location: (B)(4), release to warehouse date: (B)(6) 2011. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was performed. The seven year old, part# 352.040, lot number 2700729 5.0mm. Flexible shaft was returned to customer quality (cq) and reported to have broken intraoperatively. This condition is confirmed; the device has broken into two separate pieces along a jagged/oblique fracture surface through the shaft. The break occurred just proximal to the distal coupling. The balance of the returned device is in fairly worn condition with markings and signs of wear along its length. No new malfunctions were observed during the course of this investigation. Flexible shaft assembly drawing se_177086 revisions a&b and pipe/shaft component drawing se_177097 revisions b&c were reviewed during this investigation. No product design issues or discrepancies were observed. The 352.040 5.0mm flexible shaft is a reusable instrument routinely used in the flexible reamers for intramedullary nails system. The inside diameter of the returned shaft near location of breakage measured 3.8mm (best fit gauge pin gp29) at cq which is within specification of 3.759mm +/-0.1016mm per pipe/shaft component drawing se_177097 made to revision b. The outside diameter of the returned shaft near location of breakage measured 5.06mm (calipers ca814) at cq which is within specification of 5.08mm +/-0.0254mm per pipe/shaft component drawing se_177097 made to revision b. The reported condition of the returned 7 year old reusable device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no material or hardness issues or ncrs relevant to the complaint condition were generated during the production of this device. No corrective or preventative action is proposed as no design or manufacturing related issue was observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.